Event description:
It was reported that a balloon rupture occurred. A 6mmx2.25mm wolverine coronary cutting balloon was selected for use in a tight lesion. During the procedure, it was noted that the device was used for pre dilation of right coronary artery. However, the device was replaced with the new one due to rupture after 3 inflation cycles at 6, 8, and 10atm. The procedure was completed with another of the same device. No complications were reported.